Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink paclitaxel set leaked. This occurred during patient infusion using a baxter floguard 6301 pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has not been received at this time. Should the device be received, lot number become known, or other additional relevant information become available, a supplemental report will be submitted.